Event description:
Two 0 pds (polydioxanone) suture needles with same lot number broke off during patient's procedure. Recovery of needle tips was attempted but unsuccessful. Z333; rpmcad; 11/30/2026. Ref report: mw5154526.